Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a momentary power increase on (B)(6) 2019 1:46pm to 12.2w that corresponded to a pi event. A specific cause could not be conclusively determined through this evaluation. A correlation between the device and the reported rv failure, ldh elevation and liver enzyme elevation could not be conclusively determined. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. The system operated as intended for the duration of the log file. The hm2 IFU lists right heart failure, hemolysis and hepatic dysfunction as adverse events that may be associated with the use of the hm2 lvas. Despite requests, no further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer investigation: a correlation between the device and the reported events cannot be conclusively determined. A log file was submitted for a patient who was experiencing right ventricular failure, elevated liver enzymes, and elevated ldh. The log file ((B)(4)) contained approximately 11 days of data, spanning from (B)(6) 2019 07:13 to (B)(6) 2019 13:47, per the timestamp. The pump speed was set at 9400 rpms and the low speed limit was set at 8800 rpms. On (B)(6) 2019 at 13:46, the pump speed was increased to 10,600 rpms. A corresponding unstained elevation in pump power up to 12.2 watts occurred at this time. The only other notable events captured in the log file were routine power changes and pi events. The device appeared to operate as expected and operated above the low speed limit for the entirety of the log file with pump power, flow and avg. Pi ranged from 5.7-7.4 watts, 4.9-8.1 lpm, and 2.4-5.9, respectively. Right heart failure, hepatic dysfunction, and hemolysis are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding right heart failure. The hmii IFU details that the onset of right ventricular dysfunction in patients is often accompanied by the inability of the left ventricular assist device to fill, and drastically reduced flow rates. Treatment for patients in right heart failure typically consists of inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance. As a last resort, a right ventricular assist device may be employed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient continued angiomax infusions due to elevated ldh. The patient was transferred on (B)(6) 2019 to have a pump exchange evaluation. A thrombosed inflow cannula was noted during the evaluation process. Positive blood cultures ,MDR acinetobacter baumannii bacteremia, were found and treated cefepime and levaquin. The patient was intubated due to ams and respiratory distress. The patient required a continuous renal replacement therapy (crrt) for acute kidney injury (aki). The decision to transfer the patient to hospice was made. The patient expired on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log file analysis, requested due to right ventricular failure, elevated liver enzymes and elevated ldh, did not capture any alarm conditions or parameter changes. There was one unsustained spike in power on (B)(6) 2019 during a pi event but the power returned to baseline. Additional information was requested but no further information was provided.